Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical/electronic component problem of the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during cleaning and disinfection, it was found that the rigid video scope had image color abnormality. There was no patient involvement.

Manufacturer narrative:
E1 customer address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.